Manufacturer narrative:
(B)(4). Similar to device marked under PMA/510(k): p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description event according to initial reporter: a (B)(6) female patient had underwent thoracic endovascular aortic repair (tevar) with tx2 in june 2016. Since further aneurysm development was observed in the distal side, additional tevar connecting to the previously placed tx2 was performed with the complaint device by femoral artery (fa) approach in the thoracic aorta on (B)(6) 2021. The patient was suitable for the procedure. The procedure was conducted with following the IFU and the physician attempted to deploy the stent graft in the target site. However the bare stents could not be deployed although the user slid the sheath together with the black telescoping gripper in a distal direction, but the bare stents were not deployed. Therefore, the physician rotated the gray positioner with pushing up the whole delivery system, then the bare stents could be deployed finally. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 89-year-old female patient, who was previously treated with a tx2 device in june 2016 with, underwent tevar (thoracic endovascular aortic repair) on the19th august 2021 due to aneurysm development in the distal side, where a zta-d-46-211-w1 (complaint device) was used. It was reported that the patient was suitable for the procedure. The procedure was conducted with following the instruction for use. The physician attempted to deploy the stent graft in the target site. However, significant difficulty was experienced during releasing the distal bare stent. The physician rotated the gray positioner while pushing up the whole delivery system, successfully released the bare stent and deployed the stent graft. There have been no adverse effects to the patient reported. Review of the device history record gave no indication of the device being produced out of specification. Two CT studies and an angiography procedure were provided and reviewed by the imaging expert. Per the findings in the imaging review, the zta graft is partially deployed from the mid to distal ta. There seems to be significant resistance with trying to release the distal bare stent in the distal ta. The proximal stent is released successfully. After multiple attempts, the distal spring is finally released. Also, per the findings in the imaging review, there is moderate tortuosity from the mid ta to the abdominal aorta with a 68-degree angulation at the mid ta. The distal zta graft lands just past this angulation, then there is another 48-degree counter angulation. The distal thoracic aorta appears to have a diameter of 45 mm on the preop CT provided. This distal landing zone is outside the IFU for this device. Per IFU, care should be taken to avoid landing the bare stent in regions of localized angulation > 45 degrees. If the bare stent is landed in localized angulations > 45 degrees, it may be difficult to release the bottom cap (clinical experience). The complaint device was returned and evaluated. Per device evaluation, the bottom cap ID was measured smaller than the specification. Also, two minor scratches were identified on the inner side of the bottom cap and the burr was observed in the wire hole on the inner side of the bottom cap. The burr can indicate that a barb got stuck in the wire hole. Based on the provided information and device evaluation, it is possible that a barb on the bare stent got stuck in the bottom cap during deployment and caused the deployment difficulty. An initial action was previously initiated to address this problem and is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.